Manufacturer narrative:
Messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the rear pulse wire solder joint in the dn. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing replace belt messages.